Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot #: 4l85186) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken and the broken part was received stuck inside the insertion handle (p/n: 03.033.001, lot number: 4l14905). There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Dimensional inspection: the dimensional inspection was performed on the returned device. The relevant drawing was reviewed. Document/specification review: based on the date of manufacture, the current and manufactured revisions of drawings were reviewed. Conclusion: the complaint condition was confirmed for the driving cap/threaded (part # 03.010.523 lot # 4l85186) as the distal tip was broken. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings product issue escalation (pie) task has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.523-us, lot: 4l85186, manufacturing site: bettlach, release to warehouse date: 21 october 2019. A manufacturing record evaluation was performed for the finished device part: 03.010.523-us, lot: 4l85186, and no non-conformances related to malfunction were identified. The nonconformance referred within the DHR is a planned one, that was aimed to manage all work orders (wo)) which were in wip in bettlach site, during the cutover phase for the transition from old erp (sap (B)(4)) to the new erp (sap (B)(4)). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the hammer guide was cold-welded into femoral recon nail system (frn) insertion handle. The hammer guide tip broke off in the insertion handle, during post-op when they tried disconnecting it. No patient was involved. This report is for one (1) driving cap/threaded. This is report 2 of 3 for complaint (B)(4).